Event description:
The customer contacted beckman coulter, inc. (Bci) to report that their unicel dxc 600 synchron clinical system gave erroneous sodium (na) results for 26 patient samples. The erroneous results were reported out of the lab some of the pts had incorrect diagnoses based on the erroneous results. The samples were repeated on the lab's other analyzer and higher results were obtained. The customer sent amended reports out of the lab. The customer stated that calibrations and quality controls (qc) are performed every 8 hours and preventative maintenance is performed twice weekly. This is report 6 of 26 medwatch reports filed for this event for pt 2 of 26 patients.

Manufacturer narrative:
A bci field service engineer (fse) evaluated the system and performed preventative maintenance. A clear root cause has not been determined for this event. This reportable event was identified during a retrospective review of complaints conducted between january 1, 2008 and october 23, 2010 for add'l reportable events. This MDR represents event 6 of 26 reported by this customer. This MDR is related to the following MDR that have been reported.